Event description:
It was reported that patient underwent total left hip arthroplasty on an unknown date. Subsequently, patient was revised twice on (B)(6) 2006 and (B)(6) 2012 due to unknown reasons. Competitor cup and liner, and biomet modular head were used to complete the (B)(6) 2012 revision procedure. Additionally, patient was revised on (B)(6) 2015 due to loosening of competitor cup. Competitor cup and liner were removed and replaced with competitor products. The modular head was also removed during the procedure due to surgeon preference.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.